Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and audio beep anomaly from the insulin pump. The customer's blood glucose reading was 45 mg/dl. The customer treated with juice. The customer mentioned that her pump is not loud enough and the bolus delivery is very slow. The customer declined to troubleshoot for the low reading. The insulin pump will not be returned for analysis.